Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that rns sometimes experience difficulty disconnecting the IV set from the ultrasite connector. She further stated it¿s likely due to not allowing the chlorhexidine to dry. No additional information was available.

Event description:
It was reported that rns sometimes experience difficulty disconnecting the IV set from the ultrasite connector. She further stated it¿s likely due to not allowing the chlorhexidine to dry. There was no patient harm. No additional event and/or patient information was provided.

Manufacturer narrative:
Additional information added: d11. The customer complaint of difficulty disconnecting IV from ultrasite connector could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the nurses sometimes experience difficulty disconnecting the IV set from the ultrasite connector. It was further stated it¿s likely due to not allowing the chlorhexidine to dry. There was no patient harm. No additional event and/or patient information was provided.